Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The patient developed an endoleak and the diameter of the patient's aneurysmal sac increased in size. In 2007 coil embolization was performed and approx six and a half months later, a gore excluder aaa endoprosthesis aortic extender component was implanted. The endoleak persisted. Approx two months later, the patient was converted to open surgical repair. It was reported that the gore excluder aaa endoprostheses were infected. The patient tolerated the procedure. Further investigation is pending.